Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six weeks post implant the right atrial (ra) lead exhibited undersensing causing device classified false termination of episode. The ra lead remains in use. No patient complications have been reported as a result of this event.